Event description:
It was reported that the patient's vns was now indicating high impedance. The generator was disabled and the patient has been referred for vns replacement. No adverse events are occurring at this time. Follow-up with the physician's office found that the high impedance was first noted on (B)(6) 2012 at the first visit the patient had with the office. X-rays were taken on (B)(6) 2012 that did not show any issues. The x-rays will likely not be sent to the manufacturer for review. No trauma or manipulation was noted. Surgery to replace the generator is likely.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional programming history was received that indicated last good diagnostics were taken on (B)(6) 2010.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently indicated "surgery to replace the generator is likely" instead of "surgery to replace the lead is likely."

Manufacturer narrative:
Describe event or problem, corrected data: follow up report #6 inadvertently did not provide information regarding product analysis that was performed on the explant generator and lead. Event problem cds (device code), corrected data: follow up report #6 inadvertently did not list all applicable codes. If follow - up what type?, corrected data: follow up report #6 inadvertently did not mark device evaluation; device evaluated by MFR?, corrected data: follow up report #6 inadvertently marked no; and provided code; evaluation codes, corrected data: follow up report #6 inadvertently did not provide the correct method, results, and conclusions codes.

Event description:
Product analysis (pa) was performed on the vns lead. The lead fracture was confirmed during the analysis. It was noted that a portion of the lead was not returned therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis, the connected pin quadfilar coil appeared to be broken at two points. Tests performed on pin quadlifiar coil break by pa showed evidence of a stress induced fracture with mechanical damage, and a stress induced fracture due rotational forces at both points of the break. The area on the remaining broken coil strands was identified as being mechanically damaged with pitting which prevented identification of the coil fracture type with residual material on one. Pitting was also observed on the coil surface and it is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. An abraded opening was also found on the outer tubing which likely provided leaking path for bodily fluids. There were no anomalies noted with the set screw marks found on the lead connector pin as they provided evidence that a good mechanical connection was present at one point in time. Product analysis (pa) was performed on the vns generator. The generator performed according to functional specifications. No other relevant information has been received to date.

Event description:
Generator and lead product were received by the manufacturer. Product analysis is underway but has not been completed to date. No further relevant information has been received to date.

Event description:
Information was received that the patient underwent full revision replacement surgery. The device has not been received by the manufacturer to date.

Manufacturer narrative:
Report source, corrected data: follow-up report #03 inadvertently did not indicate a report source.

Event description:
Clinic notes noted that the patient fractured his vns leads by hitting himself. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient's device was interrogated again in 2018, and high impedance was still present. The patient was referred for vns replacement surgery. Additional programming history was reviewed and showed that high impedance was present for several clinic visits. Based on the length of implant for the lead and generator it appeared likely that the cause of the high impedance was related to a lead fracture. No additional relevant information has been received to date. No surgical intervention has occurred to date.